Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number updated. H1 changed to death. H6 clinical code e1901 changed to e1906, e0306 changed to e0303, removed e2321, added e0601, e0721, e2015. H6 impact code added f1904, f02. H6 med dev prob code changed from a24 to a140508.

Event description:
Clinical assessment: 59-year-old female patient treated with impella 5.5. Patient had previous heart transplant due to peripartum cardiomyopathy and patient has chronic obstructive pulmonary disease, diabetes mellitus type 2 and hypertension. Patient was "implanted" with an heartmate 3 left ventricular assist device in (B)(6) 2024 after being on perious impella 5.5 support. Patient was admitted in (B)(6) of 2025 for positive blood cultures with waiting for a heart and kidney transplant. Lvad explanted end of september and patient having climbing lactate values and "increased" requirement of medical vasopressor support post the explantation of the lvad. Healthcare professionals decided to insert impella 5.5 beginning of (B)(6) 2025. Thrombyoctopenia continues with hit panel sent though platelets given. Right "ventricle" shows moderate dysfunction but currently stable on echo. Patient experienced hemoptysis and when put on higher dose of vasopressors hemoptysis stopped. Due to expected long course on impella 5.5, vad engineers have made decision with medical team to put j loop tubing on purge sidearm to avoid sticking leur for purge cassette changes. Patient has cro bacteria - multi drug resistant - coded for infection.paitent had ectopy but was resolved with repositioning. Patient having some suction events overnight so bedside echo was performed. Impella is well seated across the aortic valve measuring 5.5 cm from the valve. Fluid given and suction alarms stopped. Patient having a lot of bedsores due to limited mobility and reconditioning - conservatively coded for soft tissue injury. Family decided to withdraw care and patient expired shortly after - conservatively coded for death. Engineering assessment: during impella 5.5 pump support, the patient experienced low or blocked pump flow. Clinical stated the patient experienced a suction event overnight

Event description:
The complainant reported that during support of impella 5.5 thrombocytopenia continues with heparin-induced thrombocytopenia panel being sent, though platelets given and improved some. The patient has carbapenem-resistant organisms bacteria - multi drug resistant. The patient is back up on vasoactive medications. Stopped pulling fluid due to lower blood pressure issues. Placing a new arterial line in the axillary. Unable to evaluate advanced therapies at this time due to ongoing acute critical medical needs. There was questioning new sepsis noted however no other information provided. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 additional information was received. D6b explant date was added. H1 revised due to new information that was received. H6 added code b13 as it was omitted from the initial report that was submitted. Added health effect - impact code due to new information that was received. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: table 3.2 impella catheter components : ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ investigation summary: the investigation has been completed. No product was returned for investigation. Thrombocytopenia: the cause of the clinical symptom was not determined due to insufficient clinical details. Bacterial infection/sepsis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Additional information was received. The patient was not improving per the medical doctor. The decision was made to withdraw care. The patient expired shortly after the impella was turned off surrounded by family.

Manufacturer narrative:
B5 updated; new information has been received. The investigation is still ongoing.

Event description:
A notification received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry noted the patient also experienced hemolysis. Both the thrombocytopenia and hemolysis have been reported to have had a possible relationship to the impella.